Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical canal stenosis and underwent anterior cervical discectomy and fusion procedure. During the surgery, the implant was damaged while tightening the screw and was found broken. The product came in contact with the patient. No fragment of the broken part remained in the patient. No patient symptoms or complication were reported as result of this event.